Event description:
Healthcare professional reported deflation against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, total delamination of valve assessed as adhesive failure, more than three openings in posterior, anterior and radius side assessed as surgical damage. Additional observations: wear abrasion is observed. Crease is observed.

Event description:
Healthcare professional reported deflation against right side device. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.